Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer returned the two suspect patient samples for evaluation and both were tested with a retained kit of architect hiv ag/ab combo reagent (lot number 93411hn00) and both samples were (B)(6) with results of (B)(6) for sample ID (B)(6) and (B)(6) for sample ID (B)(6). Therefore, the (B)(6) results obtained by the customer were reproducible. Sample ID (B)(6) was further tested with lot 93411hn00 after treatment with a (B)(6) blocking tube (hbt) from scantibodies (part number 3ix762) and the result was reduced but still reactive at (B)(6). Due to the limited sample volume of sample ID (B)(6) it was not treated with hbt. Both patient samples generated non-reactive results on the inno test hiv ag mab test. The specimens caused indeterminate results on the (B)(6) specific western blot new lav blot I test as (B)(6) was observed for both samples. Further, the specimens generated negative results on the (B)(6) specific western blot new lav blot ii test. The samples were tested using the axsym hiv ag/ab combo assay and non-reactive results were obtained. The architect hiv ag/ab combo reagent package insert contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current evaluation, it was determined that the architect hiv ag/ab combo reagent, list number 4j27-30, lot number 93411hn00, is performing acceptably. On the basis of the in-house testing, the return samples cannot be categorized as reference testing results for the western blot analysis are not conclusive regarding presence of antibodies to (B)(6). However, considering the results of the reference laboratory (a negative result was generated with the (B)(6)), the sample is likely false (B)(6) with the architect hiv ag/ab combo assay. Review of complaint tracking and trending.

Event description:
The customer states that one patient sample generated false repeat (B)(6) results with the architect hiv ag/ab combo assay on two separate blood draws six days apart. While drawing blood from this patient, a nurse "got hurt" and was administered hiv post-exposure prophylaxis treatment (no further information regarding the type or extent of injury will be provided by the customer due to personal data protection provisions). Supplemental confirmatory testing on this patient sample was (B)(6). The nurse was treated before the results of the supplemental testing were known. There is no information regarding further impact to any patient management reported.